Event description:
It is reported that patient had an allergic reaction to the dressing. The patient's skin became red exactly where the dressing was adhered. Patient did not present any kind of wound. The product was used only as prevention to a pressure ulcer. The adverse event did not cause a worsening medical condition. There was improvement after the product has been discontinued. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the packaging and manufacturing batch records was performed. In process sampling and testing of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue. This investigation, while performed for allergic reaction to duoderm extra thin product, is relevant for this product. The formulation, adhesive ingredients, mixing and extrusion process are identical for both products. The root cause was not traced to the manufacturing process or materials in that investigation.